Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 21 1-1/4 tw bulk pack hub was damaged. This occurred on 13 occasions. The following information was provided by the initial reporter: needle hub damage.

Manufacturer narrative:
H.6. Investigation: one photo and thirteen actual samples were received by our quality team for evaluation. From the photo, a damaged hub was observed. The samples were subjected to visual inspection to check for damaged and cracked hub. Eleven of the thirteen samples were observed with a damaged hub. No damaged hub was observed on the remaining two samples. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the DHR review, there is no abnormalities during the production of the assembled needle. However, it is suspected that there is an air leak at the reject cylinder toggle valve. This causes the cylinder motion to be inconsistent and not able to retract on time when rejecting the bad parts causing it to hit the good parts.

Event description:
Needle hub damage it was reported that needle 21 1-1/4 tw bulk pack hub was damaged. This occurred on 13 occasions. The following information was provided by the initial reporter: needle hub damage.